Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient bent over and got hit with a wave of pain down their leg. They checked the ins and their intensity was reset to 0. The ins battery was 40%. Since the incident, they have not been able to stay in front of their pain and their legs are killing them. Their intensity is usually at 4 something but they increased it to over 6 just so they can breathe. During the call the patient communicated with the ins which showed stimulation was on and adaptive stimulation (as) is enabled. They checked the position and the controller shows the correct position for when the patient is upright and upright and active. The intensities were both set to 5.0 and as is on. The patient was redirected to follow up with their healthcare professional (hcp) and was sent an hcp listings. No further complications were reported/are anticipated.